Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip detached from the juicer body where they are glued together with adhesive. When the dissection tip was reassembled with the juicer body, it formed a complete assembly. The reported complaint is confirmed. A detailed visual inspection of the juicer and dissection tip components showed that residual adhesive was present on juicer od and dissection tip ID. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the dissection tip broke off while dissecting the leg. The harvester was able to recover piece without opening leg through the original incision. The procedure was completed using a replacement dissection tip from another vh-3200 kit. The hospital did not report any patient complications.